Event description:
Sixty four patients had colonoscopies between (B)(6) 2012. Our staff was not trained to set the scopes up properly by the medivator equipment rep. Which resulted in incomplete cleaning of scopes.